Manufacturer narrative:
Complaint conclusion: a patient reported a bleeding and a hematoma after an exoseal plug was deployed at her access site. The patient received a transfusion of blood and stayed overnight at the hospital. She was discharged the day after the procedure. Initially, the patient was admitted for a planned out-patient procedure. The patient had a non-cordis stent placed in her circumflex coronary artery. She was accessed via her right femoral artery, with the subsequent implantation of an exoseal. After the procedure, the patient reported "bleeding out and hematomas". Patient reported being "put out" or perhaps experiencing a drop in blood pressure, as she doesn't remember some of the event. As treatment, the patient received a transfusion of an unknown number of units of blood, and personnel pounded on her groin for an hour and a half. Patient then had a "heavy brick" placed on her groin, and she remained hospitalized overnight. She was discharged the following day. However, the area was black and blue, and hurt when she leaned against the bathroom counter while drying her hair, which remained ongoing. The procedure notes which she obtained from her doctor ended with "patient access site was without bleeding or hematoma", with no mention of the exoseal or event. Her cardiologist saw her numerous times since the event, and checked her for blood clots. The product was not returned for evaluation. A review of the manufacturing records could not be conducted without a lot number. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. These factors in combination with antiplatelet therapy after a procedure can lead to hematomas. Based on the lack of procedural information, it is unknown what factors may have contributed to the reported events. However, pharmacological factors (stent implantation conducted) may have contributed to the reported events. Without the product available for analysis and without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
According to medical affairs, a patient reported bleeding and a hematoma after an exoseal plug was deployed at her access site. The patient received a transfusion of blood and stayed overnight at the hospital. She was discharge the day after the procedure. After the patient was admitted for a planned out-patient procedure, the patient had a non-cordis stent placed in her circumflex coronary artery. She was accessed via her right femoral artery, with the subsequent implantation of an exoseal. After the procedure, the patient reported "bleeding out and hematomas." Patient reported being "put out" or perhaps experiencing a drop in blood pressure, as she doesn't remember some of the event. As treatment, the patient received a transfusion of an unknown number of units of blood, and personnel pounded on her groin for an hour and a half. Patient then had a "heavy brick" placed on her groin, and she remained hospitalized overnight. She was discharged the following day. However, the area was black and blue, and hurt when she leaned against the bathroom counter while drying her hair, which remained ongoing. The procedure notes which she obtained from her doctor ended with "patient access site was without bleeding or hematoma", with no mention of the exoseal or event. Her cardiologist saw her numerous times since the event, and checked her for blood clots. Since 2013, patient has experienced heartburn which will be treated with nexium.

Manufacturer narrative:
The device was not returned for analysis. A device history record (DHR) review could not be conducted because a lot number for the device was not provided. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant medications: heparin was given during the procedure. Post-procedure medications included amlodipine, baby asprin, coq10, calcium, nexium, moexipril, simvastatin, synthroid, toprol xl, and vitamin d. Concomitant devices: unknown resolute integrity stent.